Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a gib00 intraocular lens (iol) had a thread attached to it. The doctor removed the thread and kept it. No injury occurred to the patient. Through follow up we learned that the foreign material was found in the eye, and the operating ophthalmologist successfully removed it. No further detail was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jan 2, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a specimen cup was received, and a foreign material was identified inside the container. Material analysis of the foreign matter was consistent with a mixture likely containing an inorganic carbonate similar to calcium carbonate, a salt species, and cellulose. The ftir (fourier transform infrared spectroscopy) spectrum did not yield any results with at least a 0.90000 correlation when compared to material in use during the manufacturing process. The complaint issue of "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.